Event description:
Reporter alleged obtaining the results of 398 mg/dl and 124 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 4 "ccs" of novolog in between obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The account stated that the axsym analyzer has generated a discrepant hcv results on a (B)(6) patient sample. The account provided the following data; dates: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010; before operation, after operation, revisit to hospital; architect lot: 78603hn00, 78603hn00 83067hn00; results: (B)(6), (B)(6) , (B)(6); axsym lot: unknown, unknown, 88005lf00; results: (B)(6), (B)(6), (B)(6); rna: n/a, n/a, (B)(6). The riba iii was indeterminate. The sample was then tested by the eclusys method and the result was confirmed (B)(6). The account now believes the correct result is (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.